Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: material rupture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year old caucasian female patient, who underwent primary breast augmentation with a 250cc mentor smooth round moderate plus profile saline breast prosthesis on the left side, suffered left breast implant leak and deflation, post-procedure. The deflation was diagnosed via physical examination. As a result, the patient underwent removal and replacement with a 250cc mentor smooth round moderate plus profile saline breast prosthesis on (B)(6) 2020.

Manufacturer narrative:
On (B)(6) 2021, the mentor failure analysis lab received the device for evaluation. On (B)(6) 2021, the product investigation was completed. Device investigation summary: the product was returned to mentor for evaluation. Mentor conducted a visual inspection and leak testing of the returned device. During the visual analysis of the returned sample, sm mpps dv 250cc no apparent damage or visual anomalies were observed. Leak testing was performed, in accordance with mentor procedures, and no leak sites were detected during the analysis. Although no conclusion could be reached on the cause of the reported event, the instructions for use contain the following caution: deflation status identified by MRI evaluation includes both suspected deflations, which are those identified by MRI but not confirmed by explantation and examination of the device, and confirmed deflation, which is those that are confirmed by evaluation of the explanted devices. The event described could not be confirmed as the breast implant was returned without detectable damage. Although no product defect was identified, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the laboratory analysis. A second product was received 9486227, lot number. No adverse events were reported for this concomitant (contralateral) device, therefore no further analysis is required. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Manufacturer¿s reference number: (B)(4).